Event description:
During preventative maintenance of the device, the field svc rep reported that while performing a pump jam as per pm procedure the display gave jumbled letters. Since the event occurred during preventative maintenance, there was no pt involvement.